Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call that their lip ring was loose in reservoir compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir was not able to lock in place was not known. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.